Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump was leaking around cap connection. Customer mentioned to have high blood glucose. Customer's blood glucose was unknown. After troubleshooting, customer was advised the reservoir will be returned. Customer agreed to return the reservoir for analysis.